Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition of essure device- location of device: misplaced essure wires/ perforation (fallopian tubes)'), uterine perforation ('perforation( uterus)') and genital haemorrhage ('genital hemorrhage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included flash hot, foot surgery, uterine fibroid, parity 2 and cesarean section. Concurrent conditions included menorrhagia since (B)(6) 2007. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ pain left pelvic"), abdominal pain ("abdominal pain"), urticaria ("allergy ¿ rash/skin condition/ hives"), headache ("headaches"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gi conditions/ gerd"), vitreous floaters ("vision problems/ floaters"), osteoporosis ("osteoporosis"), vitamin d deficiency ("vitamin d deficiency"), amnesia ("memory loss"), allergy to metals ("nickel allergy not sure about nickel, but am allergic to under wire bras now"), gastric disorder ("stomach issues"), arthralgia ("pain in hips"), scar ("scarring"), adhesion ("adhesion"), genital haemorrhage (seriousness criterion medically significant) and complication of device removal ("risks so piece of cervix left behind") and was found to have uterine leiomyoma ("fibroid in uterus"). The patient was treated with surgery (03oct2013¿hyst(full)(per ppf)/hysterectomy withbilateral salpingectomy - laparoscopic salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, urticaria, headache, fatigue, gastrooesophageal reflux disease, vitreous floaters, uterine leiomyoma, osteoporosis, vitamin d deficiency, amnesia, allergy to metals, gastric disorder, arthralgia, scar, adhesion, genital haemorrhage and complication of device removal outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, adhesion, allergy to metals, amnesia, arthralgia, complication of device removal, fallopian tube perforation, fatigue, gastric disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, osteoporosis, pelvic pain, scar, urticaria, uterine leiomyoma, uterine perforation, vitamin d deficiency and vitreous floaters to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date. Discrepancy noted in essure removal date- (B)(6) 2005. Patient received treatment for pelvic/abdominal pain, rash/skin condition- hives, migraine/ headache, fatigue, gi conditions- gerd, stomach issues, vision problems- floaters, fibroid in uterus, osteoporosis, vitamin d deficiency, memory loss, allergy to metals, pain in hips, perforation in fallopian tubes, perforation in uterus. Approximately 5-7 coils were seen on the right side and approximately 4 coils were seen on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure confirmation test results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fibroid uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: pfs& mr received: previously reported event- allergic rash and skin disorder was replaced with specific event hives, events- allergy to metals, gerd, gastric disorder, fallopian tube perforation, floaters, painful hips, uterine perforation were added, reporter was added, lab data, medical history was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), rash ("allergy ¿ rash/skin condition"), skin disorder ("allergy ¿ rash/skin condition"), migraine ("migraine"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision problems"), osteoporosis ("osteoporosis"), vitamin d deficiency ("vitamin d deficiency") and amnesia ("memory loss") and was found to have uterine leiomyoma ("fibroid in uterus"). The patient was treated with surgery ((B)(6) 2013 ¿ hyst (full) (per ppf)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain and abdominal pain had resolved and the rash, skin disorder, migraine, fatigue, gastrointestinal disorder, visual impairment, uterine leiomyoma, osteoporosis, vitamin d deficiency and amnesia outcome was unknown. The reporter considered abdominal pain, amnesia, fatigue, gastrointestinal disorder, migraine, osteoporosis, pelvic pain, rash, skin disorder, uterine leiomyoma, visual impairment and vitamin d deficiency to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date. Patient received treatment for pelvic/abdominal pain, allergy ¿ rash/skin condition, migraine, fatigue, gi conditions, vision probs, fibroid in uterus, osteoporosis, vitamin d deficiency, memory loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2006: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received events " pelvic/abdominal pain, allergy ¿ rash/skin condition, migraine, fatigue, gi conditions, vision problems, fibroid in uterus, osteoporosis, vitamin d deficiency, memory loss" were added. Reporter information and lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.